Event description:
It was reported the pt had a loose tritanium cup.

Manufacturer narrative:
Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.